Event description:
As per the request submitted by FDA medwatch program, this report is being resubmitted as report number 1649833-2016--70018-1. This report was initially submitted as 1649833-2016-70014 - 1, march 31, 2016. Description from medwatch report as follows: this is a follow-up report to the original mor no. 1649833-2016-70014. Event occurred in romania. A leaflet was broken while attempting rotation of the valve. The valve has been returned and investigated. Evidence suggests that the housing was rotated either by an under size rotator or other method outside the scope of the valve instructions for use (IFU) resulting in leaflet fracture and subsequent valve housing damage. In brief, it is summarized as "iatrogenic damage". The IFU clearly warns against using undersize rotators or other non-on-x instrument as it can result in damage. This was not a structural valve dysfunction caused by latent defect in the valve.